Manufacturer narrative:
Field service specialist visited the account after the event. They replaced the ac/dc switcher and the control board. Unit passed all specs after repair. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported while laser was firing system gave error message. System was shut down and restarted with same error displayed after a mock procedure. Surgeon decided to abort the procedure and sent patient home. Patient was seen on (B)(6) 2018 and procedure was completed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction device MFR date - june 2008. The manufacturing site reported that the manufacturing date of the system is june 2008.